Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: due to pinching on bending section rubber, water tightness is lost. Due to a chip on distal end cap cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of forceps elevator lever, up/down knob cannot be locked securely. Objective lens has a chip. Adhesive on bending section rubber has a chip. Switch button 1 has a pinhole. Right/left knob is deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during reprocessing for a diagnostic procedure, the evis exera iii colonovideoscope tested positive for 10 colony forming units (cfus) of escherichia coli and 10 cfus of alebsiella pneumonia. The scope was re-tested and was positive for more than 100 cfus of mixed bacterial. The scope was removed from use. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.